Event description:
It was reported that patient presented to the clinic after receiving a patient notifier for non-sustained rv oversensing. Interrogation of the device revealed post-paced t wave oversensing. Programming changes were made. Subsequently, another alert was received showing that the post-paced t wave oversensing was still occurring. Additional programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).